Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator experienced a self test failure and a technical event 231022 (pexpvalve sensor defect) no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: ventilator experienced a self test failure and a technical event 231022 (pexpvalve sensor defect) no patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: ventilator experienced a self test failure and a technical event 231022 (pexpvalve sensor defect). No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. Device alarms with a technical event te 231022 (pexpvalve sensor defect) during start up and the self test that must be conducted prior to use of the device showed a fail. As it was during the start/ preparation of the device, there was no patient involvement. Consequently, the event did not cause or contributed to a death or serious injury. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable and the event can be closed with this follow up report.